Event description:
It was reported the patient's lead had high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead identified few broken wires in the lead body that corresponded to two channels 6 and channel 7 would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.